Event description:
The customer reported obtaining non-reproducible troponin I (accutni+3) results on the unicel dxi 600 immunoassay analyzer. An initial elevated accutni+3 result for one patient was released from the laboratory which upon repeat on the same instrument recovered lower but slightly elevated results. Sample obtained from subsequent draw was run on the instrument in question and also recovered lower but slightly elevated result. Please refer to the patient data table attached. The customer stated the patient was admitted to the hospital, but was unable to obtain information if the elevated accutni+3 result contributed to the admission. The sample was collected in lithium heparin plasma tube and was centrifuged for five minutes. All system parameters including quality control, system check, calibration and precision run were within assay/instrument specifications.

Manufacturer narrative:
Service was not dispatched. There was no indication that the accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the information provided.